Event description:
It was reported that, after a tka was performed on (B)(6) 2021 the patient experienced pain and swelling and an infection was suspected. This adverse event was solved by a revision surgery on (B)(6) 2022.current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 15 months post implantation due to pain and swelling with a suspected infection. It was communicated that the requested documentation was not available. Without the requested clinical documentation, the root cause of the reported event could not be further assessed. The patient impact beyond the reported symptoms with suspicion of infection and subsequent revision could not be determined. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, contamination, post-operative healing issue, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.